Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all the keypad buttons are non-responsive. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation confirmed that all keypad buttons are unresponsive. The pump powers on normally with functional audible tones and vibratory alarms. Investigators were unable to move beyond the verification screen due to the button unresponsiveness. There was visible moisture noted behind the display lens. There was evidence of contamination observed under all button key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.